Manufacturer narrative:
Investigation results: the device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. Device history record (DHR) review: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device will not be returned by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device will not be returned by the medical facility,